Manufacturer narrative:
The system was examined and the reported event was confirmed. The base cable assembly laser indirect ophthalmoscope (lio) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a lio cable assembly .however, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A materials manager reported the laser light had no illumination before a procedure. There was no patient involvement.